Manufacturer narrative:
A ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issue.

Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in pt use.